Event description:
It was reported that the patient had an unrelated surgery and did not place their ipg to MRI mode. After the surgery, the ipg was unable to communicate with the external devices. Troubleshooting was attempted by field representatives, but the issue was unable to be resolved. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction (b5): it was previously reported that the ipg became unable to communicate with external devices after the patient underwent surgery and failed to place the ipg into MRI mode. "MRI mode" was reported in error; instead, the patient failed to place the ipg into surgery mode prior to surgery.

Event description:
It was previously reported that the ipg became unable to communicate with external devices after the patient underwent surgery and failed to place the ipg into MRI mode. "MRI mode" was reported in error; instead, the patient failed to place the ipg into surgery mode prior to surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.